Event description:
It was reported that inappropriate defibrillation therapy was delivered for supraventricular tachycardia. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.